Event description:
Customer reported an issue with the panorama central station which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The unit was returned to mindray's repair ctr for repair.